Manufacturer narrative:
This chair is 15 years old and recently had the rear wheel replaced by the dealer. A return authorization has been issued for the wheel, however there has not been a return at this time. Multiple attempts have been made to get further information regarding the wheel replacement service, the incident and any patient involvement without success. The underlying cause of the wheel falling off has not been determined. The wheel was recently replaced; therefore, the wheel involved in this event was not the one originally installed on the chair during manufacture. It is possible that a servicing error contributed to the alleged failure; however, this cannot be confirmed. Per the "drive wheels with locking tab washers" instruction sheet, which comes with the drive wheel assembly, one of the tabs on the locking tab washer must be folded to secure the mounting bolt. The instructions warn, "failure to properly install locking tab washer can result in wheel separation. When replacing wheels always use a new locking tab washer. Do not reuse locking tab washers." At this time, it is unknown if the dealer followed these instructions. Should additional information become available, a supplemental record will be filed.

Event description:
The new replacement wheel came off the chair. The dealer said the lock washer was missing.

Manufacturer narrative:
The wheel was the only part returned. The locking washer that is part of the replacement wheel assembly was not returned. The locking washer prevents the wheel hardware from loosening or backing out. It could not be confirmed whether or not the locking washer was assembled to the chair correctly or at all when the replacement wheel was installed.

Event description:
The new replacement wheel came off the chair. The dealer said the lock washer was missing.